Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer did not recall any significant events leading to the alarm. Blood glucose value was 98 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated she has a new insulin pump to use. The insulin pump was not replaced or returned for analysis.